Event description:
Two weeks after treatment with bovine collagen the pt observed areas of beading and firmness at some of the treatment sites. It was also observed that after drinking alcohol the pt has flare ups of these symptoms. Physician prescribed oral allegra and prednisone.